Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion of the reported issue and DHR (device history recods) review. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. The likely probable cause was due to temporary malfunction of cv-190's internal circuit board. Likely the failure occurred was caused by a failure of the endoscope connection at the time of the event. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure, the user manual states : in case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Event description:
It was reported that during an unspecified procedure, the cv-190 video processor showed no image when used on a 180 series scope device. The user replaced the device with a 190 series scope and the image issue was resolved. The intended procedure was completed. There was no patient harm or injury reported due to this event.